Manufacturer narrative:
The hls set was directly involved in the incident which occurred during treatment. It was reported that a higher gas flow than normally was need for oxygenation. The customer stated the patient died as a result of a septic shock caused by fetal death. A review for complaints with similar reported failures, which were investigated and confirmed, was performed and no complaints were found. A medical review was performed by manager medical affairs on 2020-03-27. Results: septic conditions in patients are known to metabolize severely increased levels of co2. Septic conditions are further known to significantly promote fibrin adhesion and coagulation processes at the fiber structure of the membrane oxygenator. It is unknown to what extent the reported de-cannulation incident has affected the negative outcome of the patient treatment. Based on the information obtained, it cannot be determined whether use errors were committed. Thus the reported failure could not be confirmed. A probable root cause could be the increased blood co2 values due to the septic shock. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Patient who transfers us by influenza a for venous ECMO, venovenous is installed with hls cardiohelp device functioning correctly the first two days and the third need of very high gas flows 12l / min for a blood flow of 3.2l of blood flow, and hypercapnia it is decided to change the device for another hls cardiohelp happening to the same as the first. An incident with cannulas (decannulation) is used to replace it with a third party. This last cardiohelp is established on (B)(6), on (B)(6) we return to a hypercapnia situation with maximum gas flows. When I talk about pco2 figures I mean the membrane output. New information received on 2020-02-24: patient died on (B)(6) 2020. Complaint ID: (B)(4).